Manufacturer narrative:
Evaluation summary: the used cartridge was returned. Inadequate viscoelastic was observed. The cartridge has evidence it was placed into a handpiece. The tip has heavy stress. The cartridge has internal damage, which has caused a disruption in the coating on the right side. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for presence of top coat. An internal disruption was observed on the right side. Lens information was not provided. It is unknown if a qualified model/diopter was used. A non-qualified viscoelastic was indicated. The root cause for the reported lens damage not be determined. The lens remains implanted. Material from the damaged cartridge may have been interrupted as the reported lens damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens may have been damaged due to the cartridge. It was found after implantation. The iol was remains implanted with no reported harm to the patient. Additional information has been requested, however, has not been received.